Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. 2 photos of (5) loose 0.3ml bd insulin syringes was provided. The customer reported about needle/shield separation from the barrel when removing the shield before use. The photos were reviewed, and it was observed that 2 out of the 5 syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tips was observed. No hub separation was observed on the other 3 syringes, and the 2 separated hub assemblies were not pictured/not returned. Due to the batch number being unknown, no DHR review can be completed. CAPA#: 1630423 was initiated.

Event description:
It was reported that 5 syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield before use."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield before use."